Manufacturer narrative:
Product ID 3889-28, lot# v989274, implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had her device ¿rewired a couple of weeks ago.¿ the reporter noted that the device was changed out. Additional information was requested, but was not available as of the date of this report.